Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The us complainant had placed a cp for support of a stemi patient. The patient decompensated after cath found clean coronaries. Team looking to cgs or cardiomyopathy. The pump was supporting along with ECMO for 5 days when the pump stopped. The stop prompted the cp to be explanted and escalated to a 5.5 pump.

Manufacturer narrative:
The investigation for the pump stop has been completed. The product was returned and there was biomaterial wrapped around the impeller and in the purge gap. The pump was attempted to be ran but a pump stop alarm occurred. The pump was soaked in warm water with tergazyme and the biomaterial was removed. The pump was able to run in the bucket of water for 5 minutes with no pump stop alarm reproducing. The root cause of the pump stop is due to biomaterial.

Event description:
Additional information received via long-term outcome and quality indicator (loqi) impella registry that on (B)(6) 2024, the patient experienced hemolysis.

Manufacturer narrative:
Should additional information be received from regarding the investigation of hemolysis a supplemental report will be submitted, b1 revised to reflect both adverse event and product problem based on the additional information received from the clinical site. B2 revised to reflect additional information received from the clinical site. B5 revised with the additional information received from the clinical site. H1 revised to serious injury. H6 revised to include additional failure mode reported. Instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ e4 should have been left blank on the initial manufacturer device report number 1220648-2024-18429 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-18429 in accordance with updated procedures. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2024-18429.